Event description:
This device was reclassified per a letter from the FDA dated march 7,2003 and the letter stated the device should fail under 21 cfr 807, registration and listed; 21 cfr 801, labeling; and 21 cfr 820, quality system. An internal audit and supplier audit determined that a quality system was not in place at the supplier that met these expectations.